Manufacturer narrative:
Case (B)(4) documents (B)(4) multiple product - v60/v60 plus ventilators, replacement of front bezels with navigation ring (service remedy) for units with serial numbers (B)(6). The work was successfully completed. Csr signed on dec 22, 2022. Csr signed on dec 28 indicates additional fco work. Gfe sent to confirm work for unit with s/n (B)(6) is complete. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00086. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer biomed reporting the navigation ring was inoperable on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) reported the issue was found during a pm (preventative maintenance) service evaluation. The customer requested navigation ring/ front bezel replacement to correct the issue. The green check and screen parameter changes on screen were verified as satisfactory. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.